Manufacturer narrative:
A review of the complaint history for sn 16149448 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 16149448 was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3/1 had some cubies that were not responding. A field service engineer reseated all connections, cleaned unit and ran diagnostic to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es device was not detected on the communication bus. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.